Manufacturer narrative:
G4 - premarket: k163174.

Event description:
It was reported that dissection occurred. The target lesion was located in the coronary artery. A 2.00mm x 20mm emerge? And 2.00mm x 30mm emerge? Balloon catheter were advanced for used. However, during the procedure, a distal dissection was observed. A stent was placed and the event resolved without sequelae.